Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted, not implanted. The physician experienced problems screwing the right ventricular (rv) lead. Due to difficulties screwing, the grommet was damaged and it was impossible to repair it. The setscrew did not make the characteristic noise when it is completely screwed. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the u.s. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and a missing set screw. Concomitant product: unknown model, competitive implantable pacing lead x 2. (B)(4).